Event description:
(B)(4). The doctors at (B)(6) suggested essure as an option for permanent control. I had planned on having my tubes tied. They assured me that it was safe and effective. I'm not sure of dates, but eventually I started extremely heavy bleeding and it had a terrible metallic smell. The bleeding was constant and the odor got so bad that I didn't want to use public restrooms. I went back to (B)(6) and they did numerous internal ultrasounds but couldn't give me an answer. I finally went back to my old ob-gyn and she suggested a uterine ablation (sp?). This is where she would burn the lining of the uterus so that the bleeding would stop. While in surgery, she found one of the essure coils lying in my uterus and said this was the reason for the bleeding. I will never know if the uterine ablation was a necessary surgery. I think if the coil had been found and removed it would have solved my problem. For years I've felt a decline in my health. My legs hurt all the time and I have nerve problems on the left side of my body. I'm tired all the time. I can't say for sure this is because of the other coil. However, less than two years ago I went to the ER for an unrelated pain and the doctor there ordered a CT scan. When he came to talk to me he asked me how many years I had had the coil and told me it is not in my tube and he said I should try to get it removed. However, it's as if all the doctors are in some kind of pact or something and no one wants to help me.